Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was then found that the physicians had not properly followed the steps to connect the white cable to the impella catheter. The coil inside the red plug was damaged and twisted during the connection attempt, and the unit could not detect the catheter. A replacement device was used to continue the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.